Manufacturer narrative:
The surgeon plans on placing a revision fossa component at a later date. The production documentation was reviewed and no nonconformance was identified. The device remains implanted, and the investigation is ongoing. A follow-up MDR will be submitted once the investigation has been completed.

Event description:
The patient's left fossa component has been reported as fractured.

Manufacturer narrative:
This patient was involved in a motor vehicle accident in 2018. On (B)(6) 2020, the surgeon removed the patient's left fossa component due to fracture. The surgeon plans to place a revision device at a later time. This incident is related to MFR#:2031049-2020-00024.

Event description:
The patient's left fossa left fossa component fractured and removed due to accident.